Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12489. Summary: the occurrence of twiddler's syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: images revealed a total idd (intrathecal drug delivery device) system explanted with the catheter twisted around the axis.